Event description:
A valiant thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a blunt thoracic injury from a car accident. Proximal aorta diameter was 25mm. Distal aorta diameter was 21 mm. Left common iliac was 6 mm (used conduit). Aortic injury was 8mm from the lsa. It was reported that the patient was involved in a motor vehicle injury resulting in a head injury, bone fracture, rib fracture, abdominal injury and blunt thoracic injury. The following day the patient had a valiant stent graft placed. After placement, there was a type 1a proximal endoleak that was resolved by placing a valiant cuff. The cuff partially covered the lsa (intentional). Six months post index procedure it was reported that the patient was transferred to the hospital with an infection and died one month later. The investigator assessment states that infection was not related to the study device or procedure.

Manufacturer narrative:
Results: caused by another drug/device (clamp caused a laceration). Conclusion: another device caused failure (clamp caused a laceration).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak, infection, death) (cause of event in unknown) evalutaion conclusions: (cause of event in unknown).

Event description:
It was reported that during the procedure an angle clamp was placed in the right iliac artery; however, this clamp tore part of the right iliac vein. The laceration was stitched with no further complications. The investigator assessed the event as not related to the device or the aorta and it was related to the procedure. Please note that this model number (B)(4) is not approved in the united states; however, it is similar to the (B)(4) which is approved in the united states.